Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved out of the targeted location and was left implanted in the ascending aorta. Another valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the root cause for this report could not be established. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.